Event description:
It was reported that during a podiatry procedure, the bur was chipping. It was reported via our sales rep that anti-biotics were administered to the pt after the procedure. It was reported that the broken pieces were removed with saline irrigation and forceps, but it is unk if small pieces remain.

Manufacturer narrative:
Device not returned for evaluation.